Event description:
During surgery an ethicon ligaclip-misfired and jammed. There was no harm to the pt. This is the second unit that misfired this week. Unit was a 10mm endoscopic rotating multiple clip applier. The surgery was a lap-chole.